Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only and to provide the device evaluation. Device evaluated by MFR: the device was returned for evaluation. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. The device was returned loaded on to the customer's guidewire and was unsheathed. The investigator was unable to remove the guidewire from the device while unsheathed. The investigator sheathed the device and removed the guidewire with a certain degree of resistance experienced. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders.

Event description:
It was reported that the stent delivery system was difficult to remove. A carotid wallstent was selected for use to treat stenosis in the carotid artery. The stenosis was pre-dilated with a sterling balloon that had been advanced to the target location over a choice guidewire. Following pre-dilation, the carotid wallstent was successfully deployed. The carotid wallstent delivery system could not be removed over the choice guidewire. It was then removed together with the guidewire. A new guidewire was inserted and the stent was dilated with another sterling balloon. The procedure was successfully completed with the original carotid wallstent. There were no patient complications as a result of the event.

Manufacturer narrative:
B3: date of event: event date not provided and estimated based on aware date.

Event description:
It was reported that the stent delivery system was difficult to remove. A carotid wallstent was selected for use to treat stenosis in the carotid artery. The stenosis was pre-dilated with a sterling balloon that had been advanced to the target location over a choice guidewire. Following pre-dilation, the carotid wallstent was successfully deployed. The carotid wallstent delivery system could not be removed over the choice guidewire. It was then removed together with the guidewire. A new guidewire was inserted and the stent was dilated with another sterling balloon. The procedure was successfully completed with the original carotid wallstent. There were no patient complications as a result of the event.

Manufacturer narrative:
B3 - date of event: event date not provided and estimated based on aware date.

Event description:
It was reported that the stent delivery system was difficult to remove. A carotid wallstent was selected for use to treat stenosis in the carotid artery. The stenosis was pre-dilated with a sterling balloon that had been advanced to the target location over a choice guidewire. Following pre-dilation, the carotid wallstent was successfully deployed. The carotid wallstent delivery system could not be removed over the choice guidewire. It was then removed together with the guidewire. A new guidewire was inserted and the stent was dilated with another sterling balloon. The procedure was successfully completed with the original carotid wallstent. There were no patient complications as a result of the event.